Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was in atrial flutter, but device battery was at 128 percent power consumption. Analysis showed that the device was depleting normally. The increase in power was consistent with the onset of persistent atrial arrhythmias. The device remains in service. No adverse patient effects reported.